Event description:
It was reported that in the ER blood backed up into the IV tubing and the needleless connector extension set leaked after a gravity infusion of an unspecified antibiotic at 100ml/hr completed. The nurse removed the IV tubing and when the needleless connector was flushed it leaked the fluid from the hub. The customer reported that there were no adverse effects noted for the patient.

Manufacturer narrative:
The customer report that the set leaked was not confirmed. Physical inspection showed dried blood was observed within the valve and within the male luer tip end. No obvious damages or issues were observed with the as-received sample. Functional and pressure testing showed no anomalies. The set's tubing engagements were slightly manipulated while the pressure was gradually increased up to 30psi. No leaks or any issues were also observed. The root cause of the customer's report was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that in the emergency room blood backed up into the IV tubing and the needleless connector extension set leaked after a gravity infusion of an unspecified antibiotic at 100ml/hr completed. The nurse removed the IV tubing and when the needleless connector was flushed it leaked the fluid from the hub. The customer reported that there were no adverse effects noted for the patient.